Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no patient information to date after calls to end user 07/15/25 and 07/30/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system shutdown during a case. The patient was switched to manual ventilation and case completed. There was no patient involvement.